Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer reported a blood glucose (bg) level of 278 (mg/dl). It was indicated that the customer would use the pump to treat bg levels. Insulin was added to the cartridge and the customer completed the load process successfully.